Event description:
According to the customer, when her mother sat on the commode in september it "pinched her, taking a chunk of skin off on her right and left buttock".

Manufacturer narrative:
According to the customer, when her mother sat on the commode in september it "pinched her, taking a chunk of skin off on her right and left buttock". The customer reported the pinching is occurring due to the commode seat being "raised" and not "flush" with the base. The customer reported since the original injury her mother is continuing to use the commode and is continuing to "re-injure the wound". The customer reported they've gone to "multiple physicians" and have had "three emergency room visits". The customer reported the "wound caused a uti from the blood and bacteria". The customer reported her mother was prescribed "antibiotic cream" and "antibiotic ointment" on multiple occasions. The customer reported they have started going to a "wound care clinic" where they prescribed "hydrocolloid dressings". The customer reported her mother has become "immobile due to pain" and is now requiring "home health care". No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.